Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact technical support if the malfunction recurs.